Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, lymphadenopathy, breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5089478 that a female patient underwent an unspecified breast surgery with a 375cc mentor smooth round spectrum saline breast implant and experienced postoperative unexplained systemic symptoms, including painful breast masses, enlarged lymph nodes, cervical fusion from pain, anxiety, memory loss, and hair loss. The patient also experienced wrinkled implant and noted there were more symptoms in addition to a total hysterectomy. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2016. This medwatch report is for implant 2 of 2.